Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2017. (B)(4) submitted for adverse event which occurred on (B)(6) 2020.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2010 and meshx2 were implanted. It was reported that the patient underwent partial revision surgery on (B)(6) 2017 due to the mesh being eroded and exposed causing pain and dyspareunia. It was reported that the patient underwent partial revision surgery on (B)(6) 2020. No additional information was provided.